Event description:
It was reported that during the disinfection of an ak 96 machine, a fluid leak was observed from the bottom of machine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by the hospital engineer. Upon visual inspection it was observed that an unspecified tube was disconnected. The reported condition of leak was verified. The tube was reconnected and no further issues were noted. The cause of the leak was due to the disconnection. The cause of the disconnection could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.